Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results compared to readings obtained on a competitor brand device and self-treated with glucose. Customer had contact with an hcp who obtained a reading of 400 mg/dl on their device and administered insulin (dose/type unspecified) as treatment for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results compared to readings obtained on a competitor brand device and self-treated with glucose. Customer had contact with an hcp who obtained a reading of 400 mg/dl on their device and administered insulin (dose/type unspecified) as treatment for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. De-cased sensor and performed visual inspection and no issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Customer received low sensor scan results compared to readings obtained on a competitor brand device and self-treated with glucose. Customer had contact with an hcp who obtained a reading of 400 mg/dl on their device and administered insulin (dose/type unspecified) as treatment for hyperglycemia. There was no report of death or permanent impairment associated with this event.